Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The report received from chinese health authority, a non-healthcare professional reported that during corneal flap creation, the flap was well positioned with the hinge superiorly. When scanning approached approximately half of the pupil, the system suddenly crashed. The surgeon immediately suspended the procedure and rebooted the device. After corneal interface bubbles subsided, a second scan was performed with adjusted flap parameters and the second scan was completed and surgery continued. During flap creation, dense adhesion was encountered at the initial scan site within the optical zone which preventing the separation. The flap was dissected with the flap lifter revealed the stromal layer was misaligned. As intraoperative correction was not feasible, the treatment plan was revised and the procedure was concluded with the with reoperation scheduled at a later date, and the issue reported to the equipment engineer. Postoperatively, the medical team discussed the case. The device has been in use for over ten years, and the event is suspected to be related to equipment aging or malfunction. This incident interrupted the treatment process, increased intraoperative risk, and subjected the patient to harm from a secondary surgical procedure. No manufacture date or expiration date was found on the equipment.